Event description:
It was reported that during a hernia repair procedure the ultrasonic scalpel quit working. Scissors were used to complete the procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention. The device was attached to a generator for testing. A diagnostic test was done to verify drive train and generator console integrity to determine the scalpel's adequacy for use. The returned scalpel was observed to fail this test as the generator emitted a code 5 instrument error. Microscopic inspection of the scalpel's rod revealed a crack in the blade as well as numerous gouges. The damage was determined to have caused the error code during testing. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.